Event description:
Ous MDR - after an implantation time of 29 months, loss of capture in combination with an increase in impedance was reported. No deterioration in the pt's state of health was reported. The device was explanted.